Manufacturer narrative:
Concomitant medical products: non-bd needle-free connector. Although requested, additional information was not provided. An unspecified failure was reported. The set was inspected for kinks, holes/tears in the tubing, and damages to the components. Visual inspection of the set noted a piece of the male luer collar was broken off. A crack was also observed around the collar. Further inspection observed no stress or tool markings at the break site. No other anomalies was observed. Functional testing resulted in no leaking. It was observed that the set's male luer was broken. The root cause was identified as design of the male luer component. The device history record for model me2017 could not be performed due to no lot number being provided.

Event description:
An unknown failure was reported. Although requested, additional information was not provided.